Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a gradual rise in shock impedance to 130 ohms for this single coil lead. It was advised that the system continued to be monitored. There were no adverse patient effects reported. The system remains in service.

Event description:
Boston scientific received information that this lead and associated device displayed a gradual rise in shock impedance to 130 ohms for this single coil lead. It was advised that the system continue to be monitored. No adverse patient effects were reported. This system remains in service. Additional information received indicated that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 151 ohms, and later 164 ohms. Defibrillation threshold (dft) testing was performed at the end of february 2021, and the shock impedance measurement was 80 ohms at that time. It was noted that it took two shocks to convert the rhythm. No oversensing and no changes in thresholds were observed. The gradual rise in shock impedance measurements suggested lead calcification. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- correction to h6: updated patient coding and impact coding to better reflect defibrillation threshold (dft) testing noted in b5. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this lead and associated device displayed a gradual rise in shock impedance to 130 ohms for this single coil lead. It was advised that the system continue to be monitored. No adverse patient effects were reported. This system remains in service. Additional information received indicated that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 151 ohms, and later 164 ohms. Defibrillation threshold (dft) testing was performed at the end of february 2021, and the shock impedance measurement was 80 ohms at that time. It was noted that it took two shocks to convert the rhythm. No oversensing and no changes in thresholds were observed. The gradual rise in shock impedance measurements suggested lead calcification. This ICD and rv lead remain in service. No adverse patient effects were reported.